Event description:
On (B)(6) 2012, the reporter contacted animas to report that in (B)(6) 2012, the patient obtained "empty cartridge" and "auto-off" alarms on the pump, but chose to ignore the alarms. The patient confirmed the pump was providing the alarms correctly and functioning appropriately. After the patient ignored these alarms, she obtained a blood glucose reading of "greater than 500 mg/dl" and experienced the symptoms of nausea, vomiting and frequent urination. It is reported the patient suffered from mental health issues. On an unspecified date in (B)(6) 2012 the patient was hospitalized, and treated intravenously with fluids and insulin. There was no evidence the pump was not functioning appropriately. There was misuse of the product by the user ignoring "empty cartridge" and "auto-off" alarms. However, as the patient suffered symptoms and blood glucose levels suggesting severe hyperglycemia afterwards, and was hospitalized and received treatment with insulin, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump alarm history revealed an unacknowledged "empty cartridge" warning on (B)(4) 2012 for 4 hours leading up to interrupted basal delivery. The tdd was observed in the pump history to be below the programmed rate during the reported event date. A review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. During testing, the pump powered up with no issues and was tested for 24 hours; no alarms emitted during testing. Periodic boluses were executed and successfully performed. All boluses accurately recorded in pump history with the correct time and order. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The pump was opened and no damage was found to the force sensor or power circuit. No moisture ingress found inside the unit. (B)(4).